Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with juvéderm¿ voluma¿ with lidocaine to the malar area (0.4 cc right malar and 0.6 cc left malar. Right after the treatment, the patient experienced an unexpected "skin reaction/illness" and felt that the area was more swollen than usual. Four days later, the patient noticed that the left cheek was swollen, puffy and it was difficult to open the eye. The area was slightly red and patient felt a burning sensation and took advil. Four days later, patient contacted the office complaining of swelling and burning pain of the left cheek. The left malar appeared swollen, erythema noted and it was warm to touch and firm on palpation. Movement compromised when smiling. Healthcare professional concerned about submalar bump. Clindamycin 300mg qid x 7 days provided. 2 days later, colchicine .6mg x 2 for 1st day then .6mm daily for 5 days given. Patient injected with 500iu's hyaluronidase the following day. Patient returned for reassessment the next day. Area appears softer but still inflamed. " patient not sure if it is getting better but doesnt feel the stinging. The medication is giving patient diarrhea and the instructions on the antibiotics advise to inform healthcare professional right away. Antibiotics changed to keflex 500mg qid x 7days. Patient advised to take antihistamine for peri-orbital swelling and instructed to visit hospital for IV therapy and possible I&d to relieve pressure if not improved. The next day, it "seems that the antibiotics and the benadryl have been working. Patient much better and feels like the face is getting back to normal. States that it is still a little warm but has more ability to smile." Area much improved the following day with mobility of facial movement improved, less erythema and less warmth to touch. Patient advised to continue on keflex until finished. Cool compresses also provided as treatment. No history of recent infections anywhere in the body, no recent dental work, no previous sinus issues.